Manufacturer narrative:
(B)(4). Retainer ring = black. The unit p-cap / test reservoir locks in place properly. The pump passed the displacement test and self test. However, the pump failed the sleep current measurement and active current measurement due to traces of moisture damage found on the electronic assembly, sensor, flex cable, keypad connector on j1/pcb 1, and j6 connector internal battery during visual inspection. The history was download successfully using thus software. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Detailed trace analysis did not confirm charge, battery last alarm was triggered. Backup battery unloaded or loaded voltage (ul vlith) did not drop below 3.5v for consecutive 240 minutes the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had battery last short time. No harm requiring medical intervention was reported. The device was returned for analysis.